Event description:
It was reported that the patient had their indirect decompression implant explanted in order to get a laminectomy procedure. The explanted device will not be returned as it was disposed of by the medical facility. Further details were unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.